Event description:
During a low anterior resection, it was reported the ax55g was fired over the bowel and the surgeon cut the tissue. When the instrument was removed, no staples were present. The surgeon made purse string on the distal and proximal end of the bowel and used a cdh to complete the anastomosis. There were not 2 complete donuts, so the surgeon hand sewed the anastomosis. The pt is still npo at this time.